Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Testing was not performed as this issue was resolved at time of event. No parts have been received by manufacturer for analysis. Resolution confirmed on call.

Event description:
A medtronic representative reported that while outside of a procedure the imaging system was showing intermittent green line status with the navigation system. Opening and closing the gantry door a few times resolved the issue. There was no patient present when this issue was observed.